Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
While troubleshooting for an unrelated alarm on the homechoice (hc) device during drain two of four of peritoneal dialysis therapy, the home patient (hp) informed the technical service representative (tsr) that one of the bags got disconnected. The tsr advised the hp to end the therapy and to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.